Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
An optometrist reported a patient presented with an autoimmune response post lasik bilaterally. Oral steroid was prescribed and topical steroid drop dosage was increased. Patient notes pain in both eyes which was greater in the left eye. Upon follow up, patient is feeling much better and autoimmune response is resolving. Symptoms resolved one week post onset. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.